Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-04. H6: investigation summary bd received 2 samples and 2 photos from the customer for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of underfill through a corrective and preventive action (CAPA)260774.

Event description:
It was reported that during use with bd vacutainer® acd solution a blood collection tubes the tubes under filled. This occurred with 18 tubes, however, patient impact was not reported. The following information was provided by the initial reporter: underfilled volume.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with bd vacutainer® acd solution a blood collection tubes the tubes under filled. This occurred with 18 tubes, however, patient impact was not reported. The following information was provided by the initial reporter: underfilled volume.